Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. The customer reseated the tubing connections and removed debris form the internal exhalation port to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported errors patient circuit occluded, proximal pressure line disconnect. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.